Event description:
It was reported that an 840 ventilator was not turning on while on battery. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. To address the failure, the battery was replaced. The unit passed all testing and operates within the manufacturing specifications.